Event description:
As reported via an affiliate, a 2.5 x 13mm cypher select + stent dislodged from the balloon prior to inserting the stent delivering system into the guide catheter (6f vista brite tip jl4). It was reported that excessive force was not used with the device. The stent delivery system did not appear kinked or damaged. The physician noticed the problem and immediately removed all instruments. The stent delivery system was replaced with another cypher unit and the procedure was continued. There was not patient injury.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt. Cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
Complaint conclusion: as reported via an affiliate, a 2.5 x 13mm cypher select + stent dislodged from the balloon prior to inserting the stent delivering system into the guide catheter (6f vista brite tip jl4). It was reported that excessive force was not used with the device. The stent delivery system did not appear kinked or damaged. The physician noticed the problem and immediately removed all instruments. The stent delivery system was replaced with another cypher unit and the procedure was continued. There was no report of injury for the patient. One non sterile cypher select + 2.50x13mm was received coiled inside a plastic bag. The stent was not received. One unknown guide wire was received. The balloon was already inflated. Crimping and bumping marks were observed in the balloon. No more anomalies were found. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'stent dislodged during prep' could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. The reported failure 'stent dislodged during prep' could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. One non sterile cypher select + 2.50x13mm was received coiled inside a plastic bag. The stent was not received. One unknown guide wire was received. The balloon was already inflated. Crimping and bumping marks were observed in the balloon. No more anomalies were found. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'stent dislodged during prep' could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.